Event description:
It was reported that the system 9800 failed to fully initialize. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the power supply 5 vdc was low. It was adjusted to a nominal value. It was also found that the fluoro function circuit board was defective and was replaced. The system was calibrated and tested and found to be working as intended and placed back into service.